Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2024 with noted damage to the driveline. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage. The driveline damage was covered with rescue tape. The device was not available for evaluation.

Manufacturer narrative:
Section d4: device lot number was not provided, so the expiration date could not be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damage to the outer jacket of the modular cable was not confirmed. It was reported that the driveline damage was covered with rescue tape. The modular cable was not available for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. Heartmate 3 instructions for use (IFU) (rev. C), section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 patient handbook (rev. D) section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.